Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 221102620 was returned and analyzed. Visual inspection showed the shaft was kinked at 1.8 inches from the proximal end. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.